Event description:
It was reported to boston scientific corporation that a wallflex enteral duodenal stent was used during a stenting procedure performed in 2009. According to the complainant, after deploying the stent, the physician attempted to remove the delivery device. However, the stent remained on the delivery device. Both the delivery device and stent were removed and the procedure was completed with another of the same device. The physician indicated the event was due to user error and not device related. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.